Manufacturer narrative:
The service territory manager (stm) that discovered the issue returned to the customer's site at a later date with the replacement touchscreen. The stm installed the touchscreen (0160-00-0123) and completed the touchscreen calibration and completed preventative maintenance (pm). The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that out of the box, the cardiosave intra-aortic balloon pump (iabp) unit has a missing pixel on touchscreen. There was no patient involvement.